Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the bottom cover near the ac power inlet was damaged on the mobile power unit (mpu). Additionally, the battery ribbon was worn out and the handle was damaged.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided in the previous report is associated with most recent approval. Section d4: the expiration date previously reported was included inadvertently. Manufacturer's investigation conclusion: the reported event of damage to the bottom cover near the ac power inlet, damage to the handle, and the battery ribbon being worn out was confirmed via analysis of the returned unit. The heartmate mobile power unit (B)(6) was returned and evaluated at the european distribution center on (b)(3) 2022. During the evaluation, a power on/off inspection was performed, and the system booted up as intended. Additionally, a damaged bottom cover, worn out battery ribbon, and a damaged handle were observed, confirming the reported event. The bottom cover, handle, and battery ribbon were replaced with new components, and preventative maintenance was performed on the unit. A full functional test was performed on the unit and it passed all steps without issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate 3 patient handbook and section 10 and heartmate 3 instructions for use section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.